Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, and scratches on the reservoir tube window. All of the buttons worked properly. However, moisture damage was noted on the keypad traces.

Event description:
Customer reported the buttons on the insulin pump were not responding and it was not taking any entry. Customer's blood glucose was 160 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.